Manufacturer narrative:
The field service engineer (fse) inspected the module and found a hole in the rinse mechanism tubing. He then replaced this part. He also replaced the solenoid valve (sv) as a preventative measure. He performed precision checks with acceptable results. He performed calibrations and qcs with acceptable results.

Event description:
The initial reporter received questionable results for several assays from an unspecified number of patients tested on the cobas 8000 cobas c 502 module. The reporter was able to provide questionable ureal urea/bun and glucose assay results. It is unknown if the initial results were reported outside of the laboratory. Sample 1's initial bun result was 1 with a repeat result of 13. The unit of measurement was not provided. For the glucose result, the patient sample was rerun on another c 502 module. Sample 2's initial glucose result from the module was 18 mg/dl. The repeat result from the other module was 107 mg/dl. The repeat result was deemed correct. The reagent lot numbers and the expiration dates were requested but not provided.

Manufacturer narrative:
On follow-up, the customer stated that the calibrations and qcs were acceptable. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.